Event description:
The customer reported that the device began analyzing unexpectedly when in use on a pt. The pt died. There was no indication that device behavior impacted pt outcome. The date of the event and pt death are unk.

Manufacturer narrative:
The customer reported that the device began analyzing unexpectedly when in use on a pt. The pt died. There was no indication that device behavior impacted pt outcome. The date of the event and pt death are unk. A follow-up report will be submitted after philips obtains more info about this event.